Event description:
It was reported that there was air in the tubing of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - (B)(6). Vantive healthcare - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.